Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp fractured during an initial surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was not completed with a second device. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. H6 : proposed component (annex g) code is mechanical (g04) provisional bottom. The returned product exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. All pieces returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.